Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced a red heart alarm and low beat rate, which returned and continued upon the patient returning home. At this time the patient was hand pumped by his wife and transferred to the hospital. Intermittent red heart alarms were observed while the patient was on the power base unit (pbu). The patient was placed on pneumatic backup using a stroke volume limiter (svl) and drive console.

Manufacturer narrative:
A decision was made to replace the lvad with the manufacturer's clinical trial lvad. The patient remains ongoing with the manufacturer's clinical trial lvad. No further information is available at this time.